Event description:
Three separate IV lipid bags had to be hung for a single patient. It was noted that the lipid bag was cracked where the tubing enters the bag. No patient harm occurred. The pharmacy reported that the tubing has recently changed, which has caused the bags to be stiff and inflexible. One of the IV bags was retained. To my knowledge, the manufacturer has not been notified of these issues.